Event description:
During insertion of the instrument into the screw hole of the plate and subsequent tapping of the corticalis the tip of the instrument broke/ sheared off. The tip of the instrument remained lodged in the plate, which was clearly visible on intraoperative images. The surgeon didn't even attempt to remove this piece. The surgeon prepared the remaining screw holes and inserted the screws in the other three screw holes without any issues.